Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: promus premier ous mr 38 x 3.00mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage with distal stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the delivery system bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment, however, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was mildly tortuous and mildly calcified. Pre-dilatation was performed leaving 70% residual stenosis in the lesion.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the proximal and mid left anterior descending artery. A 38 x 3.00 promus premier drug-eluting stent was advanced for treatment, however, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.